Event description:
When cautery pad is placed on patient and connected to esu unit, rem alarm goes off. Repositioning of pad or reconnecting cord may or may not correct; replacing w/ replacement pad may work, at times requiring 2-3 pad replacements. This also can occur after the procedure has begun, shutting down the esu unit, requiring replacement of pad under sterile drapes and halting progress of surgery. When removing protective waxed paper from gelled side of pad, some of the gel pulls off onto the protective pad, leaving ungelled surfaces of the grounding pad. This problem crosses over multiple departments w/ multiple esu units, so the problem does not appear to be unit specific.devices are stored at room temperature are not pre-warmed. Also, it is standard practice at this facility to activate the electrosurgical handpiece once the tip comes in contact with the designated tissue.====================== manufacturer response for cautery grounding pad, surefit cautery grounding pad======================ongoing discussion w/ field rep...recommendation includes converting to a more expensive cautery grounding pad. Rep reports that movement to more expensive cautery grounding pad will avoid high failure rate of current product.